Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated at routine follow-up. Several attempts were made using different programmers without success. A magnet was then applied to the device to in an effort to confirm function and no tones were heard. It was noted during the patient's previous follow-up 6 months prior that the device displayed approximately 8.5 years remaining longevity; premature battery depletion was suspected. While the patient is not pacemaker dependent and no longer requires the use of an ICD the physician elected to explant and replace the device. No adverse patient effects were reported.